Event description:
Patient revised for joint pain. Femoral component fractured at posterior champher; osteolysis and polywear noted on insert.

Manufacturer narrative:
Reported primary 13 years ago. Evaluation was not possible, as the product was not returned. The investigation was limited to the information provided as the product codes and lot numbers required to review the device history records were not provided. The investigation could not verify or draw any conclusions about reported problem. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.